Manufacturer narrative:
A sample was received by bd for evaluation. DHR/bhr review: there were no documented issues for the complaint of batch 7291822 during this production run. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update apr25, 2018. A sample was received. It has the packaging flow wrap, which is already opened. The syringe has the plunger rod-rubber stopper, the tip cap and the saline solution. It has no barrel label. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about missing barrel labels. The plunger rod labeler machine applies the barrel label; as part of this equipment we have a camera that verifies the label presence; the root cause could be a process variation for let's say a second; at the beginning of each shift we challenge the camera to confirm it detects missing barrel labels. So one syringe may come from the process variation I am referring to; still we don't know how it could have happened and how we can prevent it. CAPA not required for this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd posiflush¿ sp the customer stated there was ¿no label on the syringe.¿ there was no report of injury or further medical intervention.